Manufacturer narrative:
Explant date: if explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was implanted in the left eye of a (B)(6) year-old male patient. The lens was placed at 95 degrees and it was measured at 111 degrees at the six month post-op visit, with a misalignment of 16 degrees. The patient was reported complaining of tired eyes, but the visual acuity was fine. No further information was provided.